Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had their implant replaced because they had the implant for over 5 years and the implant was kind of "acting up". Pt said that about 6-7 months before they had the implant replaced, the implant wasn't charging as well. Pss documenting past event that was reported by the pt on the call. See previous case documented for the report of recharging belt coming apart.